Event description:
Per biomed, probe makes the screen freeze. They have to do a hard reboot, sometimes twice to make the screen "behave".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe makes the screen freeze is unconfirmed as the reported issue could not be reproduced during evalaution. The scanner was cycled power multiple times and ran overnight and never 'froze' while the cue probe was attached & being used. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, probe makes the screen freeze. They have to do a hard reboot, sometimes twice to make the screen "behave".